Event description:
Customer reported issues with the t:slim x2 pump, noting that it was not communicating properly with the sensor and the battery was depleting quickly and taking longer to charge. There was no reported impact to the customer¿s blood glucose level. Technical support was contacted for assistance, but no additional information was received regarding the outcome of the event.